Event description:
It was reported that tis implantable pacemaker device battery longevity showed 5.5 years remaining during device check where this indicates that the battery dropped for 2 years since the previous follow up a year ago. A premature battery depletion (pbd) was suspected. To date, this device remains in service. No adverse patient effects were reported.